Manufacturer narrative:
(B)(4) initial report additional information, including device details, patient medical history and the explants have been requested in order to progress with this investigation, and if received will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. The explants will be examined if and when they are returned. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. .

Event description:
Taperfit revision after approximately 7 years due to fracture of the stem.

Manufacturer narrative:
(B)(4) final report; device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision were requested in order to progress with the investigation. Limited information was received regarding patient details, and no clinical or medical notes have been made available. The patient weight is unknown and it is unclear as to the circumstances immediately preceding or leading up to this failure (either the initial break or full fracture), therefore, trauma cannot be excluded as a potential root cause of the fracture. Upon review of the returned stem, examination of the fracture faces of the implant indicated that whilst there may have been no trauma at the time of the fracture event, initiation of the fracture seems to have resulted from a trauma or impact preceding the reported event. The device manufacturing file confirms that the device conformed to material and dimensional specification. Based on the information provided, a trend review, and following examination of the explanted device, it is concluded that this is an isolated event and may be been due to an excessive load or event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA.

Event description:
Taperfit revision after approximately 7 years due to fracture of the stem.